Event description:
The account reported the communication cable was pulled out of the connector on the universal television board damaging the connector and not allowing the nurse call function to function. The bed was located in the mechanical room at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the universal television junction box power control board assembly was damaged. The most likely cause is the account not unplugging the communication cable before transporting the bed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the universal television junction box power control board assembly and the bed functioned as designed. Based on this info, no further action is required.